Manufacturer narrative:
Device evaluation: visual inspection revealed that the lens was damaged and incomplete, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing record review for this production order (po) revealed that there are no associated nonconformity reports or deviations. A review of the in-line optical inspection data showed that this lens was within specification in terms of optical power. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. Based on historical complaints review, no product deficiency was found.   The directions for use (dfu) was reviewed which adequately provides warning related to perception of halos and glare and associated effects of this phenomena under certain conditions.   Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's left eye, as the patient could not tolerate the halos/glare at night. The lens was replaced with a non amo lens of a lower diopter. No further information was provided.

Manufacturer narrative:
Date of event: (B)(6) 2015. Explant date: if explanted; give date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.